Event description:
Pt had an aortic valve replacement and mitral valve repair in (B)(6) 2014. Developed embolic strokes in (B)(6) 2015. Admitted and found to have thrombus on mitral valve ring. Taken to operating room for removal, and found to have possible infection. Never had any signs symptoms of infection prior to operating room. Operating room tissue cultures x3 and a fluid culture all sent. One of those 4 samples grew mycobacterium avium complex from broth only. Pt not treated for this and has been well. However, because original (B)(6) 2014 surgery was performed on bypass using sorin heater cooler unit, we are required by state to report this.